Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/16/2020, it was reported to mentor that the affected device is catalog 3507325bc, mentor memorygel breast implant 325cc, lot 5561687, the date of implantation is (B)(6) 2005. A manufacturing record evaluation (mre) was performed for the finished device number 5561687, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-nov-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection of the device, it was found to be ruptured and received in two parts. Additionally, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4) on 23-nov-2020, it was found that additional information regarding the date of explantation and replacement devices were omitted from the previous reports. On 28-oct-2020, additional information revealed that the actual date of explantation is (B)(6) 2020. On 16-nov-2020, additional information revealed that the replacement devices are two 325cc mentor memorygel breast implant prostheses (catalog #: 3507325bc, right serial #:(B)(6) left serial #: (B)(6). The relevant fields have been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent a breast augmentation primary with a gel mentor breast implant of unknown type and experienced rupture on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2020.